Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The companion 5 unit was returned to caire's ball ground, ga facility for evaluation. The condition of the companion 5 unit was too deteriorated to allow functional testing to be completed. Severe fire damage was observed.

Event description:
Caire was notified on (B)(6) 2023 of the below incident from air liquide colombia: the family was on the ground floor, and the concentrator (caire's companion 5 device) and two cylinders were in the patient's room on the second floor. They heard an explosion and a fire started in the room.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire is working with the customer to get more information on the incident and to have the unit returned for an investigation. If any new information is discovered, a follow-up report will be submitted.